Event description:
The customer reported that her blood glucose reached "high" (> 500 mg/dl) less than 24 hours after the pod was activated. She believes the cannula was not inserted into her skin. The pink slide insert was noted the pod window.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.